Manufacturer narrative:
Sc-1160, sn: (B)(4). Device evaluation indicated that the complaint was confirmed. The device would not be charged nor linked. The device also would not power up using an external power source. Therefore, patient data could not be obtained and examined. It exhibited excessive sleep current and high thermal on u3 asic, and low vh (high voltage) impedance. This type of damage occurs when the ipg is exposed to high-voltage transients based on the direction for use (dfu). The root cause of the device damage is unknown.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.